Event description:
Customer's daughter reported that on (B)(6) 2013, customer began to experience "sweating, shaking and felt cold", but when he attempted to perform a test using his adc blood glucose meter instead of a result, customer received an e-4 message and another unspecified error message. Customer subsequently became unresponsive and lost consciousness. Customer self-treated by drinking pancake syrup. Paramedics were called, but by the time they arrived customer was feeling better so there was no third-party medical intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The serial number is unknown; hence the date of manufacture is unknown. The date listed in section h-4 is the date when abbott diabetes care became aware of the event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (45001j477) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This also serves as a correction report. Catalog # should reflect 98814. This section has been updated to reflect the correction.